Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the logs, reported purge cassette not recognized issue could not be confirmed. The logs from the reported occurrence date showed that the purge cassette was able to be recognized as normal. However, there were multiple purge disc not detected alarms found on this date suggesting that clinical staff meant to report that the purge disc could not be recognized. Imc logs have evidence of the console having trouble detecting the purge disc. Purge disc flag was found to be broken (missing at the blue purge disc retainer) the root cause of the observed issue was a broken purge disc flag. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13959. G1 reporting contact fax number missing.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant had a console fail to prime with the purge cassette. The automated impella controller (aic) was replaced and support proceeded.